Manufacturer narrative:
Updated sections: d4 expiration date, h6 investigation findings, and investigation conclusions. A device history record was not performed, as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported complaint is unable to be performed. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 5 years and 3 months due to unknown reasons. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve.